Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported system was removed in 2011 due to infection. Company representative (rep) spoke to healthcare professional who told rep pump was explanted shortly after the initial implant in 2011 due to infection. Rep became aware of this on 2016-dec-29. It was stated patient started experiencing signs of infection apparently on (B)(6) 2011 or shortly before. It was unknown what led to the patient's infection. It was unknown if any symptoms were experienced relating to the infection. It was unknown if any diagnostics were performed related to the infection. No further information was provided at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.